Event description:
A biomedical technician (biomed) at a user facility reported that the power cord on a fresenius 2008t hemodialysis (hd) machine sustained thermal damage. The biomed reported that the part appeared to be discolored. The reported issue was found during a routine monthly check of the machine. The biomed stated that replacing the power cord resolved the reported issue. The biomed confirmed the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a history of failing the electrical leakage test. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the power cord has been discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the power cord on a fresenius 2008t hemodialysis (hd) machine sustained thermal damage. The biomed reported that the part appeared to be discolored. The reported issue was found during a routine monthly check of the machine. The biomed stated that replacing the power cord resolved the reported issue. The biomed confirmed the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a history of failing the electrical leakage test. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the power cord has been discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.